Event description:
It was reported that the tip of the stent had burrs. The stenosed target lesion was located in the extremely tortuous pulmonary artery. An 8.0 x 30 x 135 cm express ld stent balloon catheter was advanced for used. During the procedure, the stent was introduced through the long sheath and successfully reached the lesion site. Fluoroscopic imaging revealed that the tip of the stent had burrs. Upon withdrawing the stent from the patient's body, a deformation was observed at the tip of the device. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. It was also reported that the stenosis measured 80% in a vessel that was moderately calcified and moderately tortuous.

Event description:
It was reported that the tip of the stent had burrs. The stenosed target lesion was located in the extremely tortuous pulmonary artery. An 8.0x30x135cm express ld stent balloon catheter was advanced for used. During the procedure, the stent was introduced through the long sheath and successfully reached the lesion site. Fluoroscopic imaging revealed that the tip of the stent had burrs. Upon withdrawing the stent from the patients body, a deformation was observed at the tip of the device. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the tip of the stent had burrs. The stenosed target lesion was located in the extremely tortuous pulmonary artery. A 8.0x30x135cm express ld stent balloon catheter was advanced for used.during the procedure, the stent was introduced through the long sheath and successfully reached the lesion site. Fluoroscopic imaging revealed that the tip of the stent had burrs. Upon withdrawing the stent from the patient's body, a deformation was observed at the tip of the device. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. It was also reported that the stenosis measured 80% in a vessel that was moderately calcified and moderately tortuous.

Manufacturer narrative:
The device was returned for analysis. Upon visual and tactile inspection, it was determined that the balloon was tightly folded and had not been exposed to positive pressure. Further examination of the crimped stent revealed damage to the distal end of the stent. No issues were identified with the tip or the shaft of the device during the visual and tactile assessments.